Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6). Sorin group received a report that the pump has a runaway motor alarm. This occurred during set up, there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pump has a runaway motor alarm. This occurred during set-up. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective hmf motor endstage board. The board was replaced to resolve the issue and subsequent tested was completed without further failures. The device was returned to service a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.